Event description:
It was reported that one day after implant of an implantable cardiac monitor, thirteen false asystole episodes were recorded due to loss of contact. The patient was asymptomatic and there was no change in ventricular rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).